Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with mentor smooth round high profile 380cc saline prostheses experienced bilateral baker grade IV capsular contracture post procedure. The left breast is painful, and both are firm. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-08640 for contralateral prosthesis report.